Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a detachment issue occurred during use with a pen ndl 32g 4mm 90 CT mail order only. The following information was provided by the initial reporter, "item # 320883 lot # 9079937 exp 2024-03-31 found 1 pen needle that would not come off the novolog flex pen. First time using pens. Consumer informed he is (B)(6) received no training on how to use pens and pen needles. Tried to inform how to remove while on the call but unsuccessful. Informed consumer to visit pharmacy or doctor for visual instruction. Will not be getting sample back from consumer. Consumer completed injection with syringes and not this pen system. Sending voucher.